Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue of iipv (increased intra-peritoneal volume) was confirmed in the device logs but not duplicated during the evaluation. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. A short simulated therapy was performed and completed successfully. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. An internal inspection revealed no problems. A review of the event log confirmed the reported issue. No other problems were observed. A review of the device's service history record revealed no issues that may have contributed to the iipv. The cause for iipv was determined to be insufficient drain- one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance followed up with the nurse who reported that the homechoice device was not at fault as patient manipulates the machine and performs bypasses when she has been instructed not to. The nurse stated that the patient is non-compliant.

Event description:
A customer contacted baxter's technical service center regarding feeling full during drain 2 of 4 on the homechoice (hc). The fill volume was 2000ml and the drain volume was 4389ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) initiated a swap of the hc device and told caller to contact registered nurse. The tsr checked programming and the initial drain alarm was set at 500ml and the last fill volume is 1700ml. No patient injury or medical intervention was reported at the time of the call.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.